Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2012. It was reported that during a stenting treatment procedure, the 3.x20mm promus element stent would not cross the lesion. The 90% stenosed lesion being treated was located in the severely tortuous and severely calcified right coronary artery. The lesion was predilated with an unknown balloon. The procedure was completed with another promus element stent. No patient complications were reported and the patient's status is stable. However, the product analysis revealed stent damage.

Manufacturer narrative:
(B)(4). Device is a combination product device evaluated by manufacturer - a visual and microscopic examination identified stent damage. Stent struts on rows 4 to 7 inclusive from the distal edge, and rows 12 and 13 were damaged. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)